Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on june 23, 2008. Based on qa assessment, the product met specifications at the time of release. Root cause: the system was found to meet specifications. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the calibration set up of the system for a procedure, the system would not perform phacoemulsification. The case was initiated and completed using an alternate system.